Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The device was replaced successfully, the patient was doing well and fully recovered.